Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was reported that there was a loss of capture on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed that the rv lead was dislodged. The rv lead was repositioned to resolve the event. The patient was stable.